Event description:
It was reported the patient was experiencing uncomfortable stimulation. The patient scheduled an urgent appointment. The generator was interrogated and high impedance was observed. It was noted that the patient's generator was programmed off. No recent trauma was reported in the area. The patient was referred for xrays and to neurosurgery. No known surgery has occurred to date. No additional relevant information has been received.